Event description:
It was reported that during a procedure to stent an aneurysm of the splenic artery, the fluency delivery catheter snapped in half and the doctor was unable to deploy that stent. The doctor reported that the catheter was a very tight fit with the sheath and it was very difficult to try and deploy the stent. The delivery system was removed without difficulty. The doctor attempted a second stent in a different size. This catheter felt very tight in the sheath like the first one. The doctor, concerend with what happened with the first attempt, removed the system. A 9 f sheath and cook nester coils were used for the third attempt and the stent deployed without difficulty. It was reported that the vessel anatomy was very tortuous and the procedure was difficult. There was no calcification, but there were 3 sharp turns. The procedure was done contralateral, groin. It was also reported that many directional catheters/wires were used to cross the aneurysm.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not arrived at the manufacturing facility for evaluation to date. Based on the information received, the results are inconclusive and the root cause of the event is unk. This application represents an off-label use. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhaused. The IFU supplied with this product states that the saftety and effectiveness of this device for use in the vascular system has not been established.